Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the momentary valve didn't lock into position. The customer stated problem was duplicated. Replaced momentary valve assy. The cause of the reported problem was traced to the user manipulation of the device.

Event description:
It was reported that the top dial is not staying locked in the auto setting and moves back to manual.